Event description:
It was reported that the patient experienced an infusion site issue where, upon removal, the adhesive near the cannula was wet and there was a noticeable smell of insulin. The patient also reported a separate prior event involving another infusion site that was leaking, which required replacement. In both instances, elevated blood glucose levels were observed and resolved following infusion site changes and insulin administration. The events occurred during use, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.